Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted during testing. However, the device was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside the device and it passed. The device had missing end cap sticker, minor scratches on lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error. Customer's blood glucose was 270 mg/dl. The drive support cap ware reported normal. The alarm had occurred once in the past month. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.